Event description:
A us distributor returned monitor sn (B)(4) to report that it would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) is currently being investigated. Upon investigation, the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca. Multiple components on the pca were thermally and physically damaged. Due to the nature of the damage, the root cause for the failure of the defibrillator pca could not be positively identified. No adverse event resulted from the monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that it would not power on.